Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the suite computer was unable to boot. Review of the logfile shows ippc pc was not booting up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the suite pc had no input power. Customer stated that led was not on and confirmed that no input power to the suite pc, the customer pulled out the board and confirmed that the 10-amp fuse was blown. Customer replaced the fuse, and it was good when they turned the system on, but the suite pc did not turn back on, and an onsite repair was requested. On further troubleshooting, the philips field service engineer (fse) found suite pc power supply defective. To resolve the issue, the fse replaced suite pc. The defective parts were sent for analysis, for suite pc, malfunction was observed, and the failed component was found to be the not working power supply unit. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the suite computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.